Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 232 mg/dl at the time of incident. The customer was assisted with performing 5.0 unit fixed prime and insulin did not exit. The customer reported event to be resolved by complete set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No excessive no delivery alarm was noted. The pump was received with minor scratches on the display window.